Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out-of-range (oor) pacing lead impedance (pli) greater than 2,000 ohms. Pacing thresholds were fine and there were no change in sensing measurements. Boston scientific technical services (ts) discussed the need to reevaluate the lead for potential fracture. Additional information indicated that the physician opted to wait and monitor the patient for now. This crt-d remains in-service. No adverse patient effects were reported.